Manufacturer narrative:
The tech found the friction surface of the lock caster was worn due to normal wear and tear. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replaced the brake caster to resolve the issue. Based on the info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom tech stating the brakes were not holding. There was no pt/user injury reported. This report was filed in our complaint handling sys as complaint # (B)(4).